Manufacturer narrative:
There is not enough information available to further investigate the reported patient incident without an ics database containing data for the date of the event. This report is complete, and this issue is considered closed. Spacelab will submit a supplemental report will be submitted should additional information become available.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Customer complaint via sales director (B)(6) that on (B)(6) 2021, that there was an issue with the pacer spikes and the transmitter. New information was received on june 11, 2021, in which it was stated that there was patient harm was associated with this event.